Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock as a result of oversensing noise on the electrode. The patient was changing a light bulb with the electricity reported to be turned off at the time of the reported event. Technical services (ts) was consulted and the patient was brought into the clinic for further troubleshooting. During troubleshooting, while the patient was lifting their left arm, noise was replicated in primary and secondary vectors. It was also noted the r-wave amplitudes in those vectors were small. While the health care professional (hcp) was attempting to acquire a reference electrogram, they were unable to. While programmed in primary, it was noted there was intermittent undersening occurring. Ts recommended the patient undergo a chest x-ray to confirm device and electrode placement. Subsequently, the patient underwent a chest x-ray which reveled the device was anterior and appeared to tilt outward away from the chest wall. Ts recommended a revision procedure. The plan was to discuss with the hcp. Ultimately, the patient underwent additional surgical intervention to revise the device placement. During the revision procedure, the electrode was disconnected and reconnected to the device. Following the device revision procedure, the patient still continue to receive inappropriate shock therapy. Ultimately, the physician opted to deactivate the s-ICD. Additional information was received that this s-ICD system has been explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock as a result of oversensing noise on the electrode. The patient was changing a light bulb with the electricity reported to be turned off at the time of the reported event. Technical services (ts) was consulted and the patient was brought into the clinic for further troubleshooting. During troubleshooting, while the patient was lifting their left arm, noise was replicated in primary and secondary vectors. It was also noted the r-wave amplitudes in those vectors were small. While the health care professional (hcp) was attempting to acquire a reference electrogram, they were unable to. While programmed in primary, it was noted there was intermittent undersening occurring. Ts recommended the patient undergo a chest x-ray to confirm device and electrode placement. Subsequently, the patient underwent a chest x-ray which reveled the device was anterior and appeared to tilt outward away from the chest wall. Ts recommended a revision procedure. The plan was to discuss with the hcp. Ultimately, the patient underwent additional surgical intervention to revise the device placement. During the revision procedure, the electrode was disconnected and reconnected to the device. Following the device revision procedure, the patient still continue to receive inappropriate shock therapy. Ultimately, the physician opted to deactivate the s-ICD. Additional information was received that this s-ICD system has been explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.